Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that during the initial visual/functional check the monitor would not start interrogation when the button is pushed. However, when the monitor was analyzed further this failure disappeared.

Event description:
It was reported by the patient that following a storm the remote monitor no longer received power. A new power cord allowed it to power up, but it was not able to successfully complete a transmission. The monitor was replaced. No patient complications were reported as a result of this.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.